Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother was reported via phone call that insulin pump had flashing display. The blood glucose level was at unknown the time of incident. Customer stated that the insulin pump was exposed to moisture. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments display due to display anomaly.